Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with ¿four rounds of vancomycin (no further details). Action with pd therapy was not reported. The patient was recovered from the event. No additional information is available.